Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The device passed idle current test, run current test, selftest, off no power test, unexpected start error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The device passed idle current test, run current test, selftest, off no power test, unexpected start error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm. The customer stated the alarm was recurring. Customer's blood glucose was 11 mmol/l. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.